Event description:
It was reported that when the device was used during a gastric bypass, upon firing the 4th reload a crunching sound occurred, the jasw locked onto the tissue & trigget release button would not allow for easy jaw opening. Upon final inspection, the last two staple lines dehissed requiring suturing of pouch and the divided stomach. There was no reported patient consequence.